Event description:
The initial reporter stated that the pump was programmed to infuse over 20 hours, but it finished infusing in 4 hours. Mmdg followed up with the initial reporter, who stated that they did not have any further information. They had advised that the patient had not experienced any adverse effects due to the complaint. Complaint- (B)(4).

Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, no investigation could be performed. This report will be updated if the device is returned to mmdg.